Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump was dropped, after which the infusion set tubing detached from the adapter and was then reconnected by the user; the cartridge and infusion site remained in place, and a guided fill-tubing procedure confirmed visible drops with successful reconnection. Symptoms included no adverse clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization. Investigation included user-guided troubleshooting and functional verification through tubing fill and reconnection steps. Investigation of this case revealed that the infusion set connection was initially not attached correctly and that device function was restored after reseating the connector, with no cartridge or site displacement observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with the infusion set connection.